Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture/silicone migration: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "suspected localized extracapsular implant rupture with silicone-replaced lymph nodes demonstrated in the right axilla", confirmed via ultrasound. Record is for right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿silicone-replaced lymph nodes demonstrated in the right axilla¿. Cont e1 phone number- (B)(6) .

Event description:
Healthcare professional reported "suspected localized extracapsular implant rupture with silicone-replaced lymph nodes demonstrated in the right axilla", confirmed via ultrasound. Record is for right side. Device has been explanted and replaced with non-abbvie device.